Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the longevity estimate provided by the programmer was three years. During a subsequent follow-up, the device was found to be at eri. Technical support was contacted and confirmed that the battery depletion was normal and that the programmer had overestimated the device longevity at the previous follow-up. The device was explanted and replaced due to normal eri. The patient was stable and there were no adverse consequences.